Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the iesu had check neutral electrode message each time monopolar was fired. Technical support engineer (tse) found no related errors in live logs, but recommended caller verify the broad end of the grounding pad was facing the surgical site. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The iesu generator was tested using system. The iesu energized and cauterized all ports and instruments without issue. The iesu will be returned to the original equipment manufacturer (OEM). Root cause is attributed to electrical issues with the defective generator.

Event description:
Refer to h11 for follow-up information.